Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar xl device reference is being filed under a separate medwatch MFR number.

Event description:
It was reported that during attempted suture placement in the left and right common femoral arteries using the preclose technique prior to an thoracic abdominal aortic aneurysm procedure (aaa). The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to a 9fr and 18fr sheath. Reportedly, during deployment of the needles, the needles came outside of the barrel. A surgical cut down was required following the aaa procedure to close the left common femoral artery. Reportedly, following deployment, effective closure of the right common femoral artery, with a perclose proglide device was unsuccessful and a cut down was performed to close the right common femoral artery. An 8fr sheath was used. The physician is reported to be trained in the use of the proglide and prostar xl device, as well as trained in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.